Event description:
A report was received that the patient was experiencing discomfort due to the ipg moving within the pocket. The patient underwent a revision procedure wherein the ipg was anchored in the pocket site. The patient was reportedly doing well postoperatively.